Manufacturer narrative:
Device failure was concluded to be due to a manufacturing flaw in the broken snap hook.

Event description:
The plastic hook (snap hook) from the auxiliary strap broke while the sjt was being applied, as part of a simulated training exercise, to a volunteer. It was not used in a clinical setting or applied to a patient, so there was no potential for harm or compromise to treatment in this case.